Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and found that the spo2 waveform display was not responding well. The fse replaced the spo2 sensor cable. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the expression patient monitor (mr400) indicating the spo2 produces a flat line, but it takes time for the mountain to appear. The device was in use at the time of the event. No adverse event occurred.